Event description:
Ous MDR - it was reported that 24 months after the implantation, the lead was exchanged due to oversensing. Further details were not reported. The lead was returned for analysis on (B)(6).